Event description:
Boston scientific received information that the patient was feeling short of breath during exertion, thus an av optimization with an echocardiogram was performed. During the optimization the field representative noted loss of atrial capture and sensing. It was noted that at implant, the pacing threshold was 0.8v with 500 ohm impedance. Currently the impedance was in 700 ohm range and the trend graph showed that the impedance was bouncing between 500 to 700 ohms with no capture at maximum output. The patient also stated that doctors told him after the implant procedure, that the lead was little short and they had to stretch it to get it to the device. A revision procedure was performed where it was found that the right atrial lead had dislodged. The lead was noted to have tissue on the helix, thus it was explanted. A new ra lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, a mechanical and an electrical analysis. The inspection demonstrated severe abrasion marks at approx. 41 cm distal to the is-1 connector pin. Interaction between the lead body and a nearby lead should be taken into consideration. The insulation is intact. The cuttings of the insulation resulted most likely from the explant procedure. During analysis, no further deviations were noted which might be related to the dislodgement of the lead mentioned in the complaint description. The analysis did not reveal any sign of a material or manufacturing problem.